Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted to treat a lesion in the circumflex coronary artery. The severely calcified lesion was pre-dilated with a 2.5mm ptca balloon prior to the insertion of the device. After insertion, the stent delivery system reportedly became "stuck" at the second curve in the artery. It was not possible for the stent to cross the target lesion despite aggresive attempts. Consequently, the stent dislodged from the delivery balloon when the stent delivery system was pulled back in the coronary artery. The undeployed stent was successfully snared and removed from the patient. There was no further reported treatment of the target lesion. The patient was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The vessel tortuosity and severe calcification likely contributed to the dislodgement of the stent from the delivery balloon. The instructions for use were not performed for 1:1 pre-dilatation of the severely calcified lesion.